Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 252 mg/dl, 117 mg/dl, 202 mg/dl and 217 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4).